Event description:
It was reported to philips that the system's wireless footswitch was not working, which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the procedure was completed using another mobile c-arm. It was reported to philips that the wireless footswitch was not working. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.